Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Customer's blood glucose (bg) level was 240 mg/dl. Additionally, it was reported that the customer experienced a high blood glucose (bg) level; bg level not provided. Customer declined to provide further information or undergo troubleshooting. The customer continued to use the pump for insulin therapy.